Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring beforehand and that issue did not cause customer¿s blood glucose to exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset instructions, successfully reset pump with no recurrence of malfunction, was advised to continue using pump and to call back if malfunction code appeared again, and acknowledged understanding of these instructions.